Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient attempted to administer insulin boluses via the blood glucose monitor several times prior to the event, but was not successful as the blood glucose monitor displayed communication warnings. The patient did not bolus directly through the infusion device since she was unsure if the device had delivered insulin due to the communication issues. The patient's blood glucose result was 30.0 mmol/l. The patient had symptoms of kidney pain, dehydration, and difficulty concentrating. The diabetes consultant advised her to administer 8 units of insulin via infusion device. The patient was treated with unknown IV therapy at the hospital. The patient's blood glucose level went down to 17.0 mmol/l. The patient was released from the hospital the same day. Return of the suspect device was requested for evaluation.